Manufacturer narrative:
(B)(4). 510k #: k973565 investigation ¿ evaluation a review of the complaint history, documentation, drawing, instructions for use (IFU), manufacturing instructions, and quality control was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. Potential causes have been determined to be either due to excessive tightening of the stylet hub to the cannula or excessive moisture in the air causing the components to swell and therefore, difficult to remove. A review of the complaint database could not be conducted as the product lot is unknown. A complaint search of the rpn ((B)(4)) within the last 3 years resulted in four other similar complaints. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints.

Event description:
The international customer reported that the stylet in the quick-core coaxial biopsy needle set was wound so tightly around the needle that a clamp was required to unwind the stylet. The device was being used on a lung mass. The customer confirmed that no additional procedures were required as a result of the product problem, and no patient adverse events resulted. During the investigation, the complaint description was clarified believing the customer had difficulty unclocking the hub of the trocar needle stylet from the hub of the outer cannula. The customer is concerned that, were the issue to happen again, the stylet may become completely stuck after the needle is inserted. The device is reportedly not available for return and evaluation.